Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 5 of 6 mdrs filed for the same patient (reference 1825034-2014-02757/02762).

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2012, due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone and tissue, metal poisoning, metallosis and elevated metal ion levels. There has been no reported revision procedure on the left hip. A review of the invoice history confirmed all surgery dates and that the acetabular cup and modular head were removed and replace during the right hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a right hip revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, damage to bone and tissue, metal poisoning, metallosis and elevated metal ion levels. There has been no reported revision procedure on the left hip. A review of the invoice history confirmed all surgery dates and that the acetabular cup and modular head were removed and replace during the right hip revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records reveal the right hip revision on (B)(6) 2012 was due to pain and metal on metal reaction. The patient's operative report noted fibrosis and a seroma. Additional information received noted that on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2012 patient's blood was tested.